Manufacturer narrative:
Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, active current measurement, displacement accuracy test, and self test. No pump error 18 or alerts/anomalies noted during testing. Unit was successfully downloaded using thump software. On adapt, pump error 53 was recorded on event date: (B)(6) 2024 07:19:46.000 due to software error ( file # = 617, line # = 101). Pump error 63 was recorded on event date: (B)(6) 2024 19:45:12.000 with variable (21) due to hardware error ( file # = 632, line # = 5590). Pump error 18 was recorded several times during event date: (B)(6) 2024 at 07:21:07.000 hour through 07:59:07.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and scratched case. In summary, customer concern for pump error 18 confirmed in download history review on event date. Pump error 63 confirmed due to hardware error caused by moisture damage. Pump error 53 confirmed due to software error. Therefore, e/a alarm unspecified confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 18(one of the tasks has not responded for specified time. The alarm saves information to indicate if motor or main virtual watchdog failed), other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the sue of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.